Event description:
PICC placed @ 1015; heparin 10 unit/ml 1ml to both lumens post-insertion. Infusion to both lumens initiated within 4 hours. The PICC site/dressing was clean/dry/intact for 4 hours post-insertion (inactive patient); two hours after the infusions were initiated, the dressing is noted to be saturated with bloody drainage. The combined medication infusion rate through the white lumen started at 0.8 ml/hr, then was titrated up to 1.7 ml/hr over the course of several hours due to increased sedation requirements. The new onset bloody drainage following initiation of infusions and increasing sedation requirements are suspicious for a ruptured catheter that was not initially identified. On 2/6 @ 0800, persistent leaking of PICC reported; positive blood return/flush verified for red lumen; white port, aspiration was not attempted, flushed/locked; sedation drips moved from white lumen to peripheral IV, PICC rn evaluated the line, and found the white port was leaking approximately 0.25cm past the securement wings and the catheter was removed.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Manufacturer narrative:
Received one 2.6f vascu PICC for evaluation. A visual inspection of the PICC revealed the lumen appears to have ballooned and then burst at the 1cm mark. The device was forwarded to the engineering department for further evaluation. Summary: two suppliers were contacted regarding the failure-the supplier who extrudes the lumen and the supplies who molds the catheter hub. The supplier that molds the catheter hub also reviewed their processes and tooling and found no contributing factors. The supplier that extrudes the lumen reviewed their processes and tooling and found several possible contributing factors. Factors which include screw speed, processing temperature, tooling, material suppliers and inspection methods. While no definitive root cause could be determined, the supplier did make several changes in order to minimize this type of occurrence.